Event description:
It was reported that during the catheter insertion procedure, difficulty was encountered when withdrawing the guide wire. The catheter separated and a piece went to the right ventricle. The piece of catheter was removed by cardio surgery. There were no additional complications.